Event description:
Based on additional information received on 22-nov- 2017, the case was upgraded to serious as the important medical event of device malfunction was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 17-nov-2017 from a physician. This case concerns a patient of unknown age and gender who received treatment with synvisc one and later after unknown latency had swelling, pain and redness at injection site. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date in nov-2017, after unknown latency, the patient had swelling, pain and redness at the injection site. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who received synvisc one injection from recalled lot and later had injection site swelling, injection site pain, and redness at injection site. Although exact event dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.